Manufacturer narrative:
It was reported to abbott a patient experienced a loss of therapy due to lead migration. Both leads had migrated. The issue was resolved with replacement of both leads. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-05508. It was reported that the patient was experiencing ineffective coverage due to a double lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.